Event description:
It was reported that during a pci/stenting procedure, the quantum maverick monorail 12/3.0 mm balloon ruptured. The lesion being treated was located in the 99% stenosed and calcified left anterior descending (lad) coronary artery. The quantum maverick monorail 12/3.0 mm balloon was being used to post dilate another manufacture's stent when it ruptured at 20 atm. The number of inflations and to what atm is unknown. The procedure was completed with this device. No patient injuries or complications were reported. Patient status is reported as "good."

Manufacturer narrative:
The device was disposed, therefore, no direct product analysis could be performed. The manufacturing records for top assembly batch 7146969 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of this complaint could not be determined.